Event description:
It was reported by the cath lab registered nurse that prior to use, when the intra-aortic balloon (iab) kit was opened, the staff noticed that the catheter looked slightly "bent." Nevertheless, the iab was prepped per instruction and removed from the tray. The md began to insert the iab into the sheath; however, the membrane began to unwrap and as a result, the iab could not be inserted. The md removed the iab and sheath as one unit. The md used another iab with success.

Manufacturer narrative:
(B)(4). Follow-up will be filed if additional information becomes available.